Manufacturer narrative:
The field events were not confirmed. A partial lead was returned for analysis in two pieces. The damage found was sustained during surgical procedure. The portion of the lead returned was otherwise normal.

Event description:
It was reported the right ventricular lead exhibited fracture with loss of capture and high capture thresholds. Clavicular crush was suspected. The lead was removed and replaced on (B)(6) 2019. The patient was stable post-procedure.